Event description:
It was reported that the cleo infusion set cannula was bent upon removal, resulting in elevated blood glucose readings of 463 mg/dl and 501 mg/dl during therapy. This issue resulted in an occlusion. There was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.